Event description:
It was reported that during a laparoscopic cholecystectomy, the device jammed while applying clips. A metal piece from the jaws of the device fell off into pt and was extracted by the surgeon without incident. Another device was opened and the case completed without further incident. There was no pt consequence.